Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Clarification: lot# 223019, catalog: 27-mm125-320.

Event description:
Regulatory agency provided the following report: physician reported pain, capsular contracture - baker grade IV, discovered via ultrasound / MRI, a fluid leakage, and perspiration of silicon gel of the right side. The device was explanted.